Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. The system log files showed low battery warnings. The charger and battery voltages measured within limits from connector j7. Eight motion batteries were replaced as a precaution against a damaged cell. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. Part return requested. No parts have been returned to the manufacturer for evaluation. No further issues were reported.

Event description:
A site representative reported that when the imaging system was being driven to storage, it powered down without warning. The system had been plugged into a functioning power outlet for 30 minutes prior to the system shutting down, and the battery indicators indicated full battery. This occurred outside of any patient involvement. No additional details were provided.